Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump made a strange noise during a bolus and alarmed no delivery. Customer's blood glucose was 540mg/dl at the time of incident. Troubleshooting found that the customer changed out the reservoir and infusion set to try to resolve the no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that they have already ordered a replacement pump. No further details given.